Manufacturer narrative:
Investigation is ongoing.

Event description:
As reported by our (B)(6) affiliate, during a transfemoral procedure access was obtained utilizing ultrasound guidance and a 14fr esheath was inserted into the right femoral artery (rfa).  Upon removal of a 14fr esheath it ¿appeared¿ that the closure device did not hold, and bleeding was noted. A vascular balloon was inflated to tamponade and a covered vascular stent was placed to secure hemostasis.  The sapien 3 valve was deployed without issue.  The patient remained hemodynamically stable throughout procedure. The patient¿s access vessel minimum luminal diameter (mld) measured 6.9mm with mild calcification and mild tortuosity. Upon visual inspection of the esheath it appeared to have a ¿small divot¿.

Manufacturer narrative:
The esheath was returned to edwards lifesciences for evaluation. Visual inspection revealed the following: evidence of pinch mark on strain relief, soft tip damaged and tip opened as designed. Functional or dimensional testing was not performed due to the nature of the complaint. No imaging was provided. The sheath shaft is 100% inspected per procedure for damage or defects. These inspections are repeated 100% on the completed sheath assembly per procedure. In addition, product verification (pv) testing was performed on a sampling basis and all testing met specifications.  These inspections performed during manufacturing process and testing performed during product verification support that it is unlikely that a manufacturing non-conformance contributed to the reported events. A device history record (DHR) review was performed and did not reveal any issues that could have contributed to the event. A lot history was performed and revealed no other complaints related to the reported event. A review of complaint history for the edwards esheath introducer set (all models) revealed other returned devices from september 2018 ¿ august 2019 for this trend category. However, no manufacturing non-conformances were identified during the investigations of the similar complaint. Available information suggests that patient and/or procedural factors contributed to the event. A review of the complaint history revealed that the occurrence rate did not exceed the august 2019 control limits for the trend category. The IFU, device preparation training manual, procedural training manual, and procedural manual were reviewed for guidance involving esheath and delivery system usage. The user is instructed to ensure adequate vessel access and not to use the esheath in tortuous or calcified vessels that would prevent safe entry of the sheath.  Additional considerations include proper screening as this is critical to reduce vascular complications.  Push force can vary due to angle of insertion, vessel diameter, tortuosity and degree of calcium. The device procedural training manual provides instructions for delivery system removal. Factors that can assist with delivery system removal are as follows:  completely unflexed the delivery system, ensure the balloon is completely deflated, pull the entire delivery system through the sheath, and maintain guidewire position in the aorta. A patient injury could occur if the delivery system is not completely unflexed prior to removal. In addition, the procedural training manual provides additional considerations for sheath removal: remove the suture securing the sheath, remove the sheath entirely without torquing ensuring the edwards logo is facing upwards, do not reinsert the sheath at any time during removal, and hemostasis will not be maintained if the sheath is partially removed past the partially expandable section (have an appropriate dilator ready to occlude the vessel if required). Appearance of the sheath upon removal: remove the suture securing the sheath, remove the sheath entirely without torquing ensuring the edwards logo is facing upwards, do not reinsert the sheath at any time during removal, hemostasis will not be maintained if the sheath is partially removed past the partially expandable section and have an appropriate dilator ready to occlude the vessel if required. There was no IFU or training deficiencies identified. The complaint was confirmed based on visual inspection of the returned device. Investigation of the device, review of lot history, DHR and complaint history revealed no indication that a manufacturing non-conformance contributed to the event. A review of manufacturing mitigation's supports that the sheath has proper inspections in place to detect issues related to the complaint events. A review of IFU/training materials revealed no deficiencies. There was no note of abnormalities on the sheath during device preparation, suggesting that there was no issue with the device when removed from packaging. It is possible that patient factors may have contributed to the complaint event. As stated in the case notes, mild calcification and tortuosity was found in the patient¿s access vessel. Tortuosity of the vessels can create a challenging pathway for sheath removal and cause the sheath to further interact with calcification during retrieval. While no withdrawal difficulty was reported, it is likely that the sheath bent slightly as the sheath was retrieved, resulting in the observed damage. In this case, available information suggests patient factors (calcification/tortuosity) may have contributed to the complaint event; however, without further imagery, a conclusive root cause was unable to be determined at this time. The complaint occurrence rate does not exceed the august 2019 control limit for the respective trend category. No IFU/training manual deficiencies were found. Therefore, no product risk assessment nor corrective and preventative action is required at this time.

Manufacturer narrative:
Corrected data: f10, h6. Reference CAPA-20-00141.